Manufacturer narrative:
Investigation reports are pending from the contract manufacturers.

Event description:
Patient reports that they had a laryngeal attack morning of (B)(6) 2025 and two of their firazyr syringes malfunctioned. Patient reports the second syringe's plunger malfunctioned and they were only able to get 3/4 of the dose, which was enough medicine to resolve the attack. Patient does not have the defective syringes available for return (they were discarded). Two lot numbers were reported: lot number 03899442 / expiration: 07/2025 and 03628144 / expiration: 09/2025. Patient is unsure which lot number corresponds with the needle that fell off or the defective plunger.

Manufacturer narrative:
Device issue cannot be confirmed as the complaint sample was not returned. No evidence (sample or photo) was provided therefore no conclusion could be made to confirm the reported condition. Syringe filling contract manufacturing organization: no indication for a root cause within the cmo processes was found; cmo has no influence on the preparation (including siliconization) of the glass barrels nor on the stoppers. The incoming goods inspection met the specifications, no related mechanical intervention or irregularities during production were documented. The ipc results (in-process control) met the requirements, no blocked unit was observed. The results of the vi (visual inspection) and the aql check (acceptable quality level) conformed to the specifications. In addition, the containment did not show a general issue related to the used primary packaging material lots. Packaging contract manufacturing organization: cmo released (B)(4) syringes in takeda firazyr cartons in the year prior to the complaint (6-mar2024 - 6-mar-2025). This is the 1st "plunger malfunction" complaint during the same period of time, making the occurrence for this time period for either complaint approximately 1 in 13,000 syringes. Since there is no expected occurrence rate, and this appears to be an isolated incident, no corrective action will be taken at this time. Presence of the plunger within the syringe is verified manually during packaging. In process inspection of syringe assemblies found no defects. There are no indications that personnel contributed to the root cause. Since assembly and packaging is performed manually, there are no indications that mechanical factors contributed to the root cause of this event. Incoming inspection found all components used in this lot met specifications and no damage or defects were found in the line reference sample.

Event description:
Patient reports that they had a laryngeal attack morning on (B)(6) 2025 and two of their firazyr syringes malfunctioned. Patient reports the second syringe's plunger malfunctioned and they were only able to get 3/4 of the dose, which was enough medicine to resolve the attack. Patient does not have the defective syringes available for return (they were discarded). Two lot numbers were reported: lot number: 03899442 / expiration: 07/2025 and 03628144 / expiration: 09/2025. Patient is unsure which lot number corresponds with the needle that fell off or the defective plunger.